Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and the light engine turret wolf adapter port was discolored. The reported malfunction was not observed during functional evaluation. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include issues with a concomitant device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lens integrated system had a black pictures. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.